Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was pacing the atrium. It was noted that the patient experienced arrhythmia, heart block, nerve stimulation and diaphragmatic stimulation as a result. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.